Manufacturer narrative:
H10: this is report 1 of 2. Report 2 patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use distal cover fell off inside the patient's mouth and the distal cover was cut. The issue occurred during removal from the patient's mouth during an endoscopic retrograde cholangiopancreatography. The procedure was completed with the same device. There were no reports of patient involvement. Report 1 of 2.

Manufacturer narrative:
Updated fields: d8, g1, h2, h3, h6, h11. Corrected fields: b6, b7, d4, d7a, d9, d10, e4, g2, h5. This supplemental report is being submitted to provide the results of the device's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. The top and bottom of the returned device were found to be undeformed, which means that the distal cover was not properly attached to the endoscope. If the distal cover were properly attached to the endoscope, it would be deformed. During the functional testing, when the distal cover was attached properly according to the instructions for use (IFU), it was confirmed that the distal cover did not come off the top of the endoscope and that the distal cover was not damaged. The review was performed using the IFU (maj-2315_IFU.pdf). No anomalies were found. The reported risk/harm is listed in ¿chapter 9.3 inspection of the distal cover¿ and ¿chapter 9.4 attaching the distal cover¿. There is no indication that this device was not used in accordance with the IFU/labeling. Based on the results of the investigation, it is possible that the attachment of the distal cover was insufficient; however, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.